Event description:
It was reported that during the pre-use check, the customer noticed circulation water would not flow. So he tried to bleed air bubbles from the product, but could not do it successfully. He then changed the fluid tube to another one, and after that, circulation water passed through it properly. Thus the customer suspected there was an anomaly in the fluid tube. Circulating water does not flow because the three lumen tubes are installed with a 90 degree offset from the manifold. No patient injury.

Manufacturer narrative:
Other text: h6: health effect and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage / broken / occlusion and contamination was observed in the unit returned. Functional testing found the leak is not observed in the unit received. By the physical evaluation of the unit, the complaint is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4)., corrected data: d3: report source.